Manufacturer narrative:
Examination of the returned device revealed the two flaps of hub rotator were damaged and the imaging core wind up in the telescope assembly. The telescope assembly was able to properly pull back, advance, and retract. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Windup is a result of the imaging core being constrained and may have impeded the pullback function of the catheter by preventing the imaging core from moving freely within the lumen of the catheter. Rotator damage can be a function of the relative orientation of the shaft and the rotator which can occur when the catheter is being connected to the motor drive. The observed damage indicates that the rotation of the hub was impeded and/or the connection of the catheter to the mdu was incomplete which can prevent pullback from being performed. The most probable root cause is design related. (B)(4).

Event description:
Same case as MDR ID # 2134265-2012-08365, 2134265-2012-08366. It was reported that during percutaneous coronary intervention (pci) procedure, the automatic pull back of ilab motordrive did not start. No patient complications were reported and the patient status is stable.

Event description:
Same case as MDR ID # 2134265-2012-08365, 2134265-2012-08366. It was reported that during percutaneous coronary intervention (pci) procedure, the automatic pull back of ilab motordrive did not start. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).